Event description:
It was reported that a distal embolization occurred during an orbital atherectomy procedure for the liberty clinical trial. There were 3 focal lesions located in the left popliteal artery (60mm in length, 99% stenotic), left peroneal (200mm in length, 90% stenotic) and left dorsalis pedis (100mm in length, 100% stenotic). The physician used a 5fr introducer sheath, from a contralateral approach to access the lesions. He first treated the popliteal artery using a csi 1.25 micro crown orbital atherectomy device (oad) and viperwire guide wire. He completed one run at low speed (30 seconds), one run at medium speed (33 seconds) and one run at high speed (35 seconds). He followed up atherectomy with two balloon angioplasty inflations (@ 14atms and 8atms) and stent placement in the popliteal artery. Upon completion of popliteal artery intervention, it was discovered that the peroneal (90% stenotic pre-treatment) was now 100% occluded. The physician resolved the occluded peroneal via two balloon angioplasty inflations (both @ 6atms) and achieved 30% residual stenosis post-treatment. He then completed the intervention by treating the dorsalis pedis via one balloon angioplasty inflation @ 14atms. The patient status remained stable throughout the procedure and was discharged the same day.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.